Event description:
It was report that the patient got a shock for ventricular tachycardia which induced ventricular fibrillation. The arrhythmia was successfully converted with two additional shocks. There were no additional adverse patient effects. The system remains implanted.